Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed, and the reported event could not be confirmed. Based on the information provided, the most likely cause for the reported pull through was patient with thin tissue tract. It was reported that it was a very thin patient, there was almost no tissue tract so the sheath could not probably stay in place. The review of the lot history record indicated that the added inspection step on adhesive taper did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. A CAPA will not be issued at this time as the incident is not related to the mynx device. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. If additional information becomes available, a supplemental report will be issued.

Event description:
While pulling back the balloon of the mynxgrip vascular closure device to abut the arteriotomy wall, the balloon along with the procedural sheath pulled out. Two mynx devices were being used for femoral arterial closure following a peripheral interventional procedure to treat vascular lesions on both sides. The devices were prepped properly. The right side was closed with the first mynx device without incident. After inflating the balloon on the 2nd mynx device and pulling back to the arteriotomy, it was noticed that the sheath had pulled out and access was lost. Manual pressure was held for 15 minutes to achieve hemostasis. It was suspected that the sheath could not stay in place and was pulled out due to a shallow tissue tract related to the patient's size. Additionally, it was suspected that the angle of entry may have been more than 45 degrees, possibly contributing to the event. The patient was reported to be well following the event. Additional information was requested, but is not available at this time.